Event description:
It was reported that the right ventricular (rv) lead exhibited bipolar out of range low impedance warning and high short v-v intervals with over-sensing were observed. Variable thresholds and impedances were observed on the lead and possible lead fracture was suspected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).